Event description:
The consumer reported that she was locked out of her programs and couldn¿t decrease stimulation to 0v for her cat scan. The patient was having the cat scan to check on the placement of the stimulator as migration was suspected. The patient could feel it pushing up against her tailbone and it had moved to be right over the incision line. The patient mentioned they could feel a circular rubber component through the skin and the pain was worse because of the migration. The patient noted she had x-rays done previously and the doctor didn¿t see anything wrong, but the radiologist could see an issue based on the x-ray. The patient was trying to decrease all the programs to 0v for the scan but was locked out of all of them with the exception of c. It was reviewed that the program needed to be enabled to decrease settings and it was not necessary to decrease stimulation on inactive programs. The patient enabled a different program and was able to decrease stimulation as needed. The patient she was still locked out of certain programs because she used to have access to more and doesn¿t know where they went. The patient was going to meet with a manufacturer representative to see if she could get the other programs unlocked. The indications for use were spinal pain and rsd/causalgia-complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had experienced the issue "pretty much since implant on (B)(6) 2013."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she only had normal activity, no falls that led to the migration. The patient stated that their battery had migrated again to the point that it was now above the second incision made during a revision surgery. The patient noted that a CT scan and x-ray had been done which showed something encircling the battery which could also be felt by hand. The patient explained that the object and battery migration was causing shooting pain down the back of their right leg which had become unbearable. The patient mentioned that the battery had been cutting out for no apparent reason for several years and had been getting worse. The patient always had the lightning bolt on the remote but it would stop after they take 100-150 steps daily and they had no idea what was causing the issue. The patient reported that the pain in their right leg and around the battery site was so unbearable they almost went to the ER as there was also numbness that followed the pain and prevented them from walking at all. The patient stated a physician¿s assistant told them it was scar tissue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the battery had been cutting out typically when they walked. Since the patient's revision surgery last year it had only gotten worse. It would shut off completely for no reason, even when the battery had a full charge. They thought they would have received a new unit with the revision, but did not. The patient had not seen the healthcare provider (hcp) since last year. The hcp commented that the battery had migrated 4 cm and hit their hip bone. The patient saw a different hcp last month ((B)(6) 2018) and they stated it had migrated 5cm, almost 2 inches. They also stated or asked if the patient wanted another revision since the battery was 5 years old and it would be replaced in 18-24 months anyway. The patient stated they did not want to be in pain for 2 more years. The patient had been telling the hcp for several years about issues. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their therapy is cutting out when they walk. They stated that this issue has been going on for about 2.5 years, but noted that their stimulation cut off a few times after their doctor¿s appointment on the day of the report. They mentioned that their manufacturing representative told them that everything looked fine on the x-ray of their leads. The patient noted that the issue seemed to get worse after their ins revision in january. They stated that their stimulation will cut out intermittently, only when they walk long distances. The patient mentioned that they had a CT scan on 2017-09-28, but they were not able to review the results with their doctor yet. The patient noted that they have been reporting this issue to their doctor for 2-3 years. They reported that their ins had migrated and was rubbing against the tail bone. Additional information was received from a manufacturing representative (rep) on 2017-10-11 regarding the patient. The rep reported that while the patient is walking or bending over sometimes, their stimulation will shut off for 30 seconds, and then turn back on. The rep confirmed that all impedances are within normal limits. The patient was to continue to follow-up with their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient mentioned again that the ins had migrated twice, once in 2017 when it was rubbing on their tail bone and again 4-5 months after the revision they had pain again and it had migrated up 5 cm. The patient stated they had immense pain the entire year of 2016. They stated they were now working with a new doctor who felt that there was a problem with the current ins. No further patient complications were reported as a result of this event.